Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the low 30s (mg/dl) approximately 2 weeks ago. Emergency personnel were contacted and treated the customer with an IV which resolved the bg level. Customer was not transferred to the hospital by emergency personnel. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.